Event description:
It was reported the patient presented with a right ventricular (rv) lead that exhibited high defibrillation impedance. No changes or intervention was performed, the lead will continue to be monitored. The patient was in stable condition.